Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 25, 2021. The explant date was clarified with receipt of the device. The device was explanted and replaced on (B)(6) 2021. The investigation of the returned device and photograph were completed by the failure analysis lab on december 6, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured with its gel exposed within a plastic bottle. The product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease and extending to the posterior view measuring approximately 10.9 cm the evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was thought to have possibly caused by a shoulder surgery and was confirmed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2021.